Manufacturer narrative:
The review of the batch record and inspection protocols of the reported flex ii asd revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record.

Manufacturer narrative:
Device model, serial number and batch are unknown. Patient weight is unknown. The investigation is not yet completed, a follow up report will be submitted with all additional information.

Event description:
We have been informed about the following: "regarding a patient in whom a figulla flex was implanted to treat an asd 2 years ago, decreased vision in their right eye was observed during a checkup. Detailed examination showed the retinal artery was occluded. An echocardiographic examination confirmed that there was something like a hazy thrombus near the center of the figulla flex ii implanted in the patient."

Manufacturer narrative:
The device remains implanted and is not available for investigation. Despite several requests, only limited information was provided for investigation. The available information was reviewed by a medical expert, concluding that there is no clear correspondence/correlation between the occluder and the retinal branch artery occlusion. No device related root cause could be identified.